Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly inspected. The iegm from episode 6 on (B)(6) 2023, revealed the presence of noise in the rv and ff channels. The iegm from episode 7 on (B)(6) 2023, documented loss of sensing in the rv and ff channels. The iegm from episode 8 on (B)(6)2023, shows small sense amplitude values. The trend data documented decreasing values of the rv pacing impedance since (B)(6) 2023. The shock impedance values are normal. Based on the information available for analysis, the root cause of the clinical observation is not conclusively determinable. There is no indication of an ICD malfunction. However, the integrity of the lead cannot be assured. Should further relevant information or the lead become available for analysis, this report will be updated.

Event description:
A loss of capture on the ventricular channel was reported. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.